Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The scope was evaluated by eye and with eye loupe to determine the scope has a piece of distal tip missing. The distal tip has fiber and outer tube damage. The fiber damage is severe enough to allow moisture into the scope when sterilized. The root cause was traced to be that the damages occurred during use/handling by the customer. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there is a chip and that the device is blurry.

Event description:
It was reported that there is a chip and that the device is blurry.

Manufacturer narrative:
Upon receipt of the device a piece of the tip was missing. The reportability awareness date has been update accordingly. The device was returned for investigation where the reported failure mode was confirmed. The scope was evaluated visually with and without an eye loupe to determine the scope has a piece of the distal tip missing. The distal tip has fiber and outer tube damage. The fiber damage is severe enough to allow moisture into the scope when sterilized. The most probable root cause is use / handing by the customer . In sum, the product was returned for investigation and the reported failure mode could be confirmed. The failure mode will be monitored for future reoccurrence.